Event description:
Within a month of my lasik procedure my night driving became impaired by starbursts which were made worse if it was raining. I had to wear very low-prescription, non-glare coated glasses for night driving. Also, the surgery couldn't completely correct my astigmatism, and in the last year my vision got worse, so I am back in glasses every day now. I had a very good doctor and he warned me of all of this, so none of it really surprises me, though it does disappoint me that my only option is to have the procedure again and the results would presumably be better given that the procedure is more precise now than it was 9 years ago. Lasik procedure on both eyes in 1999.